Manufacturer narrative:
(B)(4).

Event description:
Received info that an 840 ventilator oxygen (o2) sensor had failed while in use on a pt. The pt was placed on a second ventilator. The pt was not harmed or injured as a result of the event. The customer reported to have replaced the o2 sensor. The device passed required calibration and tests.